Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer terminated control iq feature and increased temp rate to 250% to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer did not have alternate insulin therapy available and contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.